Event description:
Pump stopped working and screen was blank at time of nursing visit. Pt nor spouse heard any alarm. When pump was turned on it said nicad depleted. Pt had received about 1/2 of tpn infusion when pump stopped. 9 volts which were replaced previous day showed a voltage of 6.3 and nicad 3.3. Infusion rate was 40cc/hr continuously. Pump manual says batteries should have lasted at least 43 hrs, not less than 24 hrs.